Event description:
Caller reported a temperature alarm 10, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was unable to clear the alarm and resume insulin delivery. Therefore, cts initiated a pump replacement process. Meanwhile, the customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery. Cts provided instructions for putting the pump into storage mode and coordinated the return of the problematic pump for replacement.